Manufacturer narrative:
The device passed displacement test and selftest. Pump error 63 confirmed in pump history with variable due to broken trace at keypad assembly.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The pump passed displacement test and selftest. Hardware low level failures confirmed in pump history with variable (003) due to broken trace at u1 keypad assembly (pin 6).

Event description:
The customer reported that the insulin pump had the hardware low level failure alarm. Customer¿s blood glucose level was 177 mg/dl. The customer was able to clear the alarm. Customer was able to rewind the insulin pump. The insulin pump will be returned for analysis.